Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test and a33 alarm during basic occlusion test due to loose/protruded drive support disk. Unit had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump had prime fill anomaly and insulin was squirting out during manual prime. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 240mg/dl. Troubleshoot was conducted and drive support cap was noted to be protruded. The customer was advised the pump would be replaced and returned for analysis.